Event description:
The customer reported that when the cuff begins to leak. The physician re-intubated the patient due to a leaking cuff. Ongoing efforts are being made to collect further details related to this report.

Manufacturer narrative:
No sample is expected to be returned for evaluation. Without the actual complaint sample being returned and the lot number of the product a full investigation cannot be carried out. If the sample is received at a later date and/or if significant information becomes available related to this report, a summary will be provided in a supplemental report.